Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
A consumer reported that he had trouble charging his ins ( implantable neurostimulator) battery more than 50 percent. Over that past few days, he attempted charging it for about 6 hours in total. On the day of report, patient services had the patient connected the insr (implantable neurostimulator recharger) to the ins and it was confirmed the ins was charging at about 50 percent. A day later, it was further reported that when the patient was charging, he was not able to keep the coupling boxes. The patient was able to get all eight coupling boxes but then the boxes disappear. The insr was showing an active charging screen and the ins was ¼ charged. While on the call, the insr showed 8 coupling boxes then it dropped to 2. The patient reported that he did not move or do anything. It was also reported that the recharger antenna was damaged and a new recharger antenna was sent to the patient. Additional information received from the patient on (B)(6) 2015 reported that the battery was depleted. Patient services had the patient confirmed what he was seeing on the patient programmer and it was showing low battery and it need to be charged, so it was not depleted. On (B)(6) 2015, the patient further reported that he was having difficulty recharging. The patient clarified that he had had recharging issues since implant. He was using the replacement recharger antenna that was previously sent. The patient was instructed to re-positioning the antenna and turning antenna dial and eventually the antenna locator (al). After antenna locator, the patient reported getting 8 coupling boxes darkened. It was indicated that troubleshooting resolved the reported issues. On (B)(6) 2015, the patient reported that his ins battery would not charge more than 50 percent. It was stated that he charged for a couple hours today but he could not get it to go above 50 percent. He could get full coupling but he noticed it would go away while charging. The patient services had the patient did al and the patient reported full coupling. On (B)(6) 2015, the patient reported that when he tried to charge the ins, he got the adjust antenna screen. When he pressed the antenna to the skin and applied the pressure, he got the active charging screen with no coupling boxes. He used the dial on the antenna and was not able to get any coupling boxes. It was indicated that re-positioning the antenna did not resolved the issues. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a patient reported they were unable to get coupling bars when charging. They had been having difficulty charging since implant. They had already discussed with their health care professional (hcp) regarding the issue of difficulty charging. They positioned the antenna over the implantable neurostimulator (ins). After repositioning the antenna, the patient was able to get 6 coupling bars shaded and then it went back down to zero. The patient turned the antenna dial and repositioned the antenna several times and the patient was able to get coupling bars but then they would disappear. A new recharging antenna was going to be sent to the patient.